Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a buckled (dso) upstream occlusion seal and sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a latch lock mechanism. As a result, the chassis with new sensors and camshaft assembly were replaced. Updated software to the latest version and reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump latch was hard to close. During physical inspection, it was found that there was a buckled upstream occlusion seal. There was no patient involvement, no patient injury was reported.